Manufacturer narrative:
One device was returned for investigation. Visual inspection showed that the top case is cracked and the plunger case seal was removed. Functional testing occurred and was able to duplicate the reported problem. The complaint is confirmed. The flippers of the left plunger case were not operating as intended as they were getting stuck intermittently. Top case damaged due to customer mishandling the device. To resolve the issue, the top case was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has physical damage and displays check plunger sensor error. No patient injury reported.